Manufacturer narrative:
(B)(4). This complaint was confirmed in the lab. The spike was completely broken off near the base. Based on the information obtained during baxter's investigation, this incident was determined to be related to an assist device issue. No batch review could be performed since the lot number was unknown. Renal quality engineering, along with plant quality and manufacturing personnel, will continue to monitor this product line for trends and will take corrective/preventive action as appropriate.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s.

Event description:
A message occurred when the patient tried to disconnect the transfer set from the cassette by the handle of the clean flash. The patient opened the cover of the clean flash and found that the spike of the transfer set was broken. The transfer set had been in use less than 4 months. There was no patient injury or medical intervention.